Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) worked with customer to inspect the mini drawers and found no abnormalities during the inspection. A work order was opened with tsc, and the database was reviewed for any issues that could have caused the drawer to open completely. Tsc found no database-related issues. The customer performed an inventory test of the drawer, and the drawer functioned normally during testing. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es control drawer was opening completely instead of opening only for the selected medication. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.